Manufacturer narrative:
(B)(4).

Event description:
The customer reported that a patient at the (B)(6) has a freedom onboard battery does not charge completely. The patient was subsequently issued an additional freedom onboard battery. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it would not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several freedom onboard batteries. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. The customer-reported issue was reproduced during investigation testing. The investigation determined that the onboard battery's output had been permanently disabled by its afe (analog front end) circuitry. In this condition, the onboard battery will not accept a charge. The onboard battery was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that a patient at (B)(6) has a freedom onboard battery that does not charge completely. The patient was subsequently issued an additional freedom onboard battery. There was no reported adverse patient impact.